Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"This product is in use and appears to have broken tubing; affected quantity 1 pcs, physical device cannot be returned for the time being, photographs are available; green claims are not required, complaint response letter is required, complaint acceptance letter is required".